Event description:
The reporter stated that the sets have been breaking close to the stopcock, even before being used on pts. The reporter further stated that there had been 3 to 4 occurrences of stopcocks leaving over the last 30 days however was unable to provide any specific details. No pt injury or treatment was associated with this issue.